Event description:
It was reported to boston scientific corporation, that a resolution clip device was used during a colonoscopy. According to the complainant, "the clip would not deploy while inside the patient." Follow-up revealed that this resolution clip was deployed after manipulation. The procedure was completed with this device, along with another resolution clip device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed.